Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when preparing the intubation tray for a patient, the nurse wanted to test the intubation probe by inflating the balloon of the probe, they found that the balloon did not inflate properly (leak) and deflated instantly. There is no patient involvement.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The complaint of leakage can be confirmed due to the damage observed on the cuff. The probable cause of the tear is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.